Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The service engineer (se) reported that the battery was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional details were added to the record, and it was reported that the device was not in clinical use when the issue occurred. The diagnostics performed by the engineer noted that a replacement battery was ordered.